Event description:
Information received by medtronic indicated that the customer reported sensor glucose verses blood glucose differences that triggered a threshold suspend. The customer¿s blood glucose was 115 mg/dl and and sensor glucose was 50 mg/dl at the time of the event, the difference was not in the acceptable range. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.